Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with unknown gel implants on both sides on (B)(6) 2005 and was presented with unknown side breast implant rupture postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3505004bc; serial number (B)(4) on the left side, and with catalog number 3505004bc; serial number (B)(4) on the right side on (B)(6) 2009. This report is for the patient¿s right-sided device.